Event description:
It was reported on (B)(6) 2022, the patient underwent removal of a retrograde /antegrade femoral nail (rafn), one (1) locking compression (lcp) reconstruction plate, and nine (9) unknown screws due to nonunion. The procedure was successfully completed. Patient outcome is unknown. This report is for one (1) unknown 3.5mm screw this is report 7 of 11 for complaint pc-(B)(4).

Manufacturer narrative:
Additional narrative: this report is for an unknown 3.5mm screw/unknown lot. Partial part number reported as 204.8xx. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photos. Visual analysis of the photo revealed that there was no damage or defects with the unk - screws: trauma. A plate and screw construct and a nail and screw construct are visible in the distal section of the left femur, the bone appears to be in condition of non-union fracture. Nevertheless, the complaint device does not show any signs of defect or malfunction. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the unk - screws: trauma was found to have no damage or defects. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.